Event description:
A malfunction was reported on the pump by the caller. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller with resetting the pump, but it was unable to determine if the malfunction code recurred, as the pump would not turn back on. No additional information was received regarding the outcome of the event.